Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y procedure, while being applied at the small bowel, the stapler was unable to fire and the surgeon was unable to squeeze the handle, although he was able to press the green button. They opened another reload to complete the case. There was no patient injury.